Event description:
Healthcare professional reported "apparently one of them leaked yesterday and leaked onto the floor. Unsure if it was in a patient or not." Unknown if device was implanted. Healthcare professional later reported right side breast ruptured implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.